Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned.

Event description:
It was reported the lead was attempted but not used as the physician was "unable to place the lead." This was reported during the implant procedure. No patient complications have been reported as a result of this event.